Event description:
During troubleshooting of a system error (se) 2040 (air inline) alarm that appeared on the homechoice (hc) machine during use, while the patient was not connected in set-up, the home patient (hp) stated there was water coming out of the door when she took the cassette out of the machine. The technical service representative (tsr) swapped the machine and discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient (hp), the hp stated there was a leak coming out of the door when she took the cassette out of the machine but she does not know what caused the leak or why the leak occurred. The hp stated she is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a leak was not confirmed and the root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.